Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-13995n multifire scorpion needle tip broke. Surgeon had difficulties advancing the needle through the labrum soft tissue and the needle protruded from the slit into the lower jaw. Surgeon switched to the suture passers and the surgery was complete. All broken fragments were retrieved from inside the patient. This was discovered during a procedure on (B)(6) 2022. No further details has been reported.